Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2020. It was reported that they went to the emergency room at 3:00 am, they were experiencing worsening symptoms and retaining fluid. Contributing factors and actions/interventions were unknown, the issue was not resolved at the time of the report. Additional information was received. The patient reported they were still unable to void on their own.